Event description:
Caller reports that customer received the following results on the aviva system within 10 minutes: 250 to 300 mg/dl and 100 to 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.